Manufacturer narrative:
Site dr. (B)(6) declined to provide patient identifier, age and weight. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.  In trouble-shooting, no actions were taken in 20 minutes while the image taken remained. It was thus unclear why the data could not be activated first but was activated successfully 20 minutes later. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, using fuluoronav (c-arm 12 inch of non-medtronic company) was used for spinal fusion l345 procedure. In the previous day of the procedure, the c-arm was connected to the navigation system and data were confirmed using a bone model. Navigation was performed without any issues. On (B)(6) 2016 a blank image data were imported using c-arm and an image for the front side was taken at next step, the same as steps were conducted in the previous day. Data were imported using manual acquire. When an attempt was made to activate the data, "poor images" message was indicated on the screen and activation was failed. Some images were taken to import, however, all data could not be activated. An attempt was made to activate the data and then completed, however, the surgeon had already opted to discontinue the use of their navigation system to continue the procedure. An incision had been made when the surgeon made this decision. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. Correction: updating serial number of system to proper value. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.